Manufacturer narrative:
The product information was not provided. The manufacture date could not be determined and lancets are not 510(k) cleared.

Event description:
The advocate received an accidental finger stick when trying to remove a microlet lancet from her husband's lancing device. The product information was not provided. The device was returned for evaluation and a new one was sent to the customer.